Manufacturer narrative:
Other text: b3: date of event, d3: manufacturer name, city and state, d4: catalog number, lot number, UDI section, expiration date g2: manufacturing site address, g5: 510k number, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer experienced an issue with a bivona 3.5 tight to shaft water cuffed neonatal tube. The cuff attachment was splitting. There is no information on patient effects.

Manufacturer narrative:
Other text: a2, a4, a6, b5 and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the customer provided lot numbers. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Additional information was received via email. Two item numbers and two lot numbers were provided by the customer. It was unknown which item and lot number were involved in the reported complaint. Item number 67n035 (lot 4351233) and item number 67sn035 (lot 4334960).